Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call compromised force sensor, keypad anomaly, drive anomaly, rewind anomaly, motor error alarm and insulin squirting out during the manual prime process. Customer's blood glucose level was unknown. Customer declined to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.